Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. Moisture damage was found on the electronic and motor assembly. It was also received with a scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Customer's blood glucose value was 12.0 mmol/l. It was stated that the insulin pump was exposed to rain. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.